Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for post-sensed t-wave oversensing. No changes or intervention was performed. There were no patient consequences.